Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned and no anomalies were found. All conductors had blood/body fluids (not obstructed).

Event description:
It was reported that the lead backed out of the vein during the catheter removal three times. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.